Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the main airway to treat a stenosis during an endotracheal stent implantation procedure performed on (B)(6) 2025. During the procedure, the stent partially deployed. The procedure was completed with another of the same device. No patient complications were reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block e1: the initial reporter facility name has been corrected. (B)(6) medical university. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the ultraflex tracheobronchial stent was received fully deployed, and the delivery system was not returned. Visual inspection revealed no defects on the device. Product analysis could not confirm the reported event of partial stent deployment, as the stent was returned fully released from the delivery system. Taking all available information into consideration, there is no evidence supporting the reported event, given that the stent was received in a fully deployed state. Therefore, a review and analysis of all avaiiniilable information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the main airway to treat a stenosis during an endotracheal stent implantation procedure performed on (B)(6) 2025. During the procedure, the stent partially deployed. The procedure was completed with another of the same device. No patient complications were reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.